Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a potential closure complication issue. The exact root cause could not be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: october/2024. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report number (B)(4). The medwatch event description stated that "pseudoaneurysm following angio-seal closure. Patient required surgical repair of pseudoaneurysm. Procedure findings: (1) right common iliac artery occlusion with multifocal mild stenosis through the indwelling right iliac artery stents. Occlusion resolved and stenosis improved post procedure. (2) severe focal stenosis left common iliac artery near the origin of the left internal iliac artery, significantly improved post procedure. (3) contrast extravasation from left common iliac artery after second stent placement and angioplasty, resolved after placing covered stent. Postoperative diagnosis: bilateral common and external iliac artery peripheral vascular disease. Complications: contrast extravasation from left common iliac artery, resolved after covered stent placement. Specimens: none. Estimated blood loss: 10 ml. Condition of patient: the patient was transferred in stable condition. What was the original intended procedure? 1. Aortogram and bilateral lower extremity arteriogram. 2. Bilateral common and external iliac artery stent placement. 3. Angio-seal closure right common femoral artery. 4. Direct pressure held for closure on left common femoral artery. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b3, b5, b6, d4, h4, and h6: impact code.

Event description:
Additional information was received on 10feb2025: it was unknown what size procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was initially achieved using the angio-seal. There were no concomitant medical products used with the angio-seal. Multiple sticks were not performed. The puncture site was below the common femoral artery or a low stick. Computerized tomography (CT) scan was performed to diagnose the pseudoaneurysm. The type of intervention performed was an angioplasty.